Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 365mg/dl. The customer's most current level was 473mg/dl. The customer states they have been treating with bolus. Troubleshoot was conducted. The device was found to have passed high pressure testing. The customer was advised to conduct set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist. The customer was advised to contact their healthcare provider regarding unexplained highs.